Event description:
Patient received stock all titanium biomet prosthesis implanted bilaterally in (B)(6) 2011. Patient is currently doing poorly since the procedure. Patient has difficulty seeing due to eye damage caused by the surgeon. Corneas have deep and extensive "scratches" all of them and patient is close to losing them. Eye doctor informed her oral surgeon severed the main nerve and by all the damage caused during the surgery, her vision will never come back. On (B)(6) 2011, the patient reported the pain from the jaw joints "brought me to my knees. It is out of this world and is going through the roof." Patient is barely able to eat pureed food now. Patient feels severe pressure in both jaw joints and it feels like something hard and sharp is pushing against her ears. Also experiencing pain in the left submandibular area near the carotid artery and face is grossly swollen. Implanting surgeon refuses to order CT scan and told patient to make an appt. To see him in 6 months. Surgeon told the patient "nobody comes out better, they all come out worse." Patient's family physician ordered a CT scan. CT scan showed 3 deep and extensive fractures within the glenoid fossas as well as excess bone growth. Scans show prosthetic joints were placed wrong by implanting surgeon. Surgeon used dynagraft d putti when implanting the glenoid fossa and condylar prosthesis. However according to (B)(6) in their total temporomandibular joint (tmj) replacement system - essential prescribing information (epi). Under warnings: it states in #6 "bone cement or other grouting agents should not be used when implanting these devices. Safety and efficacy have not been established for use of bone cement or other grouting agents with these implants."